Manufacturer narrative:
The investigation was unable to determine a definitive assignable cause for the events. A reagent issue is not likely, although, due to insufficient data to assess precision performance, the reagent cannot be completely ruled out as a contributing factor. The integrity of the sample and pre-analytical sample handling cannot be ruled out also. Precision tests performed to assess the instrument performance were within acceptance criteria, indicating the vitros 4600 instrument was performing as intended.

Event description:
A customer obtained two lower than expected vitros phyt results from a single patient sample, one undiluted and one diluted, using vitros phyt slides on a vitros 4600 chemistry system patient results = 23.5 and 51.7 ug/ml versus an expected result of 69.6 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros phyt patient results were not reported outside of the laboratory and there was no allegation of actual patient harm this report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).